Event description:
It was reported that the physician intended to use resolute onyx rx coronary drug eluting stent to treat a distal lesion with tortuosity. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected before use and no issues were noted. The lesion was predilated. Resistance was noted during delivery to the lesion and force was not applied to the device. The device did pass through a previously deployed stent. There were no inflation or insertion difficulties. It was reported that the physician was busy with intervention and wanted to stent, upon opening and inserting, the stent did not deploy. The device was kept straight and the handle fixed during the attempted deployment. Slight resistance was noted during the device's removal. Patient status post procedure is alive with no injury. The device was replaced with an mdt device.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. The device was inflated to nominal pressure (12 atm) with no issues noted. The stent expanded uniformly and was deployed. The balloon od met specifications. No deformation was evident to the distal tip. No other damage or deformation was visible on the device. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.